Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. The fiber was returned broken into five pieces. The first piece measured approximately 48 cm from the top of the connector to the break. The second piece measured approximately 29 cm from the break to break. The third piece measured approximately 30.5 cm from the break to break. The fourth measured approximately 25.5 cm from the break to break. There was a burn mark at one end. The fifth piece measured approximately 184 cm from the break which includes approximately 2 mm of the distal tip. There was a burn mark at the break. The condition of the returned device confirms the reported event. The flexiva directions for use (dfu) manual (91001743 rev aa) warns that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Therefore, the assigned cause for this complaint event is user/ use error. A complaint with a cause of user/use error is confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician saw smoke and noticed that the fiber broke in half and burned the drape. Reportedly, there was a clamp around the drape and the laser fiber. Per the flexiva high power single-use laser fiber directions for use, clamping should be avoided to prevent damage to the fiber. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician saw smoke and noticed that the fiber broke in half and burned the drape. Reportedly, there was a clamp around the drape and the laser fiber. Per the flexiva high power single-use laser fiber directions for use, clamping should be avoided to prevent damage to the fiber. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.